Event description:
During an emergency angioplasty for an acute closure of a right coronary artery, a 3.0x10 cutting balloon was inserted to dilate a non-complaint lesion. The balloon did not appear to fully expand during the initial inflation at 6 atm. The balloon was re-positioned and add'l inflations at 8 atm, 10 atm and 10 atm were unsuccessful in achieving full balloon inflation. After applying negative pressure, an attempt to remove the cutting balloon was unsuccessful. It could only be withdrawn partially into 6f guiding catheter. At this point, the physician removed the entire system together - coronary wire, cutting balloon and guiding catheter. Upon inspection out of the pt, it appeared that 1/3 of one of the cutting blades was missing. Fluoroscopic imaging was performed - unable to identify any part of a device. Completed angioplasty without incident. No pt injury identified.